Manufacturer narrative:
(B)(4). Separation of the flexor ansel guiding sheath tubing was noted upon device receipt on 28nov2017. As the device has been received, the investigation for this complaint has been re-opened. A supplemental report will be provided upon conclusion.

Manufacturer narrative:
The device was returned and a visual inspection of the returned device was able to be conducted. One used flexor ansel guiding sheath was returned. The sheath tubing is separated into two sections attached with the exposed coil. The proximal fitting of the sheath was separated from the sheath shaft. The inner diameter of the connector cap was measured and was determined to be built within specifications. Also, the distal tip was found to be compressed which could be the result of use of the device. Based on evaluation of the returned product, a definitive root cause is still unable to be determined at this time. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It has been reported that a flexor ansel guiding sheath set was being used during a procedure involving cross-over technique for femoral dilatation in a (B)(6) male patient, when the extremity of the introducer separated. The initial reporter also stated that the introducer was difficult to remove. Questions have been asked regarding more information and clarification of the event, however a response has not yet been provided. A follow-up report will be submitted upon receiving additional information. A section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. No issues were found related to the reported complaint. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Several attempts were made to acquire the complaint device from the user facility as well as information regarding the patient; however no reply was received. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.